Manufacturer narrative:
(B) (4).

Event description:
Impedances measurements were >2000ohms on some of the unipolar pairs following a fall. No patient symptoms or outcome were reported. Additional information has been requested, but was not available as of the date of this report.